Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away (B)(6) 2020. The cause of death was believed to be infection and the device operated as expected.

Event description:
The infection was bacteremia, methicillin-resistant staphylococcus aureus (mrsa), presumably related to the driveline. The patient had a fever and drainage from the driveline. The infection was treated with intravenous antibiotics, however, it progressed to sepsis with multi-system organ failure and death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, sepsis, and multi-organ failure and a direct correlation to the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. (B)(6) was returned with the pump cable severed approximately 5¿ from the pump header, and the distal portion and modular cable were not returned. The sealed outflow graft was returned cut perpendicularly to the pump body and attached to the pump cover outlet port, with the outflow graft clip. The outflow graft bend relief was returned cut perpendicularly to the pump body and attached to the graft attachment. The apical cuff was returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester according to hm3 lvad calibration and functional test procedure. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. Lvad event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28aug2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) lists various forms of infection, sepsis, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.